Manufacturer narrative:
Date of event: unknown, used first day of the aware month.

Event description:
It was reported that the patient underwent a surgical procedure to replace his artificial urinary sphincter (aus) due to the device no longer coapting when cycled. It was noted that the patient would experience incontinence due to this. There were no patient complications reported in relation to this.